Event description:
It was reported that intermittent occlusion alarms have occurred. The customer changed multiple pump supplies to try and address the issue. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.